Manufacturer narrative:
The explanted clik anchor was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead revision wherein it was discovered that the clik anchor's side broke through. The clik anchor was replaced with a new one.